Event description:
It was reported that the insulin pump was dropped on the floor. Troubleshooting was performed. The prime and self tests passed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board.